Manufacturer narrative:
Subject device has not been explanted. Synthes is unable to provide the date of MFR as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.

Event description:
Synthes was informed that a n-flex rod was discovered broken; the pt was asymptomatic. The surgeon is not removing the hardware at this time.